Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-16594. It was reported the patient's leads migrated and had fractured. Diagnostics confirmed the leads read high impedances on all contacts. No recent falls or trauma known. As a result, the leads were explanted and replaced to address the issue.